Event description:
It was reported that when a patient presented in clinic for a follow-up, the device was found to be in backup vvi mode. A device restoration was performed successfully. The patient will continue with regular follow-up.